Event description:
Foreign patient's mother contacted dexcom technical support on (B)(6) 2015 to report permanent out of range signal on (B)(6) 2015. Dexcom technical support advised patient's mother to perform reset on device. The foreign patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of a permanent out of range signal. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).